Event description:
The customer reported an error and beeping in spite of reset. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported an error and beeping in spite of reset. No pt involvement was reported. The device was evaluated by a philips field service engineer, who clarified the issue as the device locked up (stuck on the main screen). The therapy pca was replaced to resolve the issue. The device passed all post-service testing and remains at the customer site.